Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed on the returned sensor and no damage was observed. The sensor plug is properly seated. The sensor was further investigated and de-cased. Performed visual inspection on sensor¿s printed circuit board assembly (pcba); no issue was observed. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reports an "electrical shock" from a freestyle libre 2 sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reports an "electrical shock" from a freestyle libre 2 sensor. There was no report of death, serious injury, or mistreatment associated with this event.